Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) alleging that the lay user/pt's onetouch ultra2 meter was displaying inaccurately high results compared to two different meters. The medical surveillance specialist (mss) spoke with the pt's daughter on 04/23/2010 and obtained the following info. The reporter alleged that pt was experiencing several episodes of "shakiness, weakness, and shortness of breath" throughout the day on (B) (6) 2010. The reporter claimed that when the pt tested his blood glucose on the subject meter, the pt was obtaining results that were higher than how he felt. The reporter was unable to provide the specific readings obtained throughout the day. The reporter stated that the pt would treat himself with more food/drink throughout the day, would feel better and then the low blood glucose symptoms would re-appear again. The reporter stated that they, her and her brother, stayed with the pt to monitor him all day and into the evening. The reporter informed the mss that the pt takes an oral medication at 6:00pm to manage his diabetes. The reporter was unable to specify the name of the oral medication. The reporter stated that her father continued with his usual dose of medication despite the alleged meter issue. At approx 9:30pm, the reporter stated that the pt's symptoms progressed to "dizziness and loss of balance." The reporter stated that she treated the pt by providing orange juice and a peanut butter sandwich. The reporter then contacted the emergency medical services (ems) and they arrived at the pt's residence at 10:00pm. The reporter stated that the pt allegedly obtained blood glucose results of "154 mg/dl" with the subject meter, "74 mg/dl" on the pt's son's meter, and "68 mg/dl" on the ER meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The pt was reportedly treated with a glucagon injection by the ems personnel. The reporter stated that the pt declined to be taken into the emergency room (ER) after treatment. The next day, the reporter stated that the pt still did not look well. The reporter took the pt to the ER in the afternoon. While in the ER, the pt's blood glucose was reportedly tested with the ER meter and obtained a result of "41 mg/dl." The reporter was unable to provide info regarding treatment the pt may have received, but mentioned that the pt was admitted in the hospital with the diagnosis of congestive heart and kidney failure. The pt was still admitted at the hospital when the mss spoke with the reporter. The customer care advocate (cca) verified that the reporter was performing the correct testing technique for obtaining the pt's blood glucose. The cca arranged a field exchange with a local pharmacy for the pt since the meter was in back-order. This complaint is being reported because the reporter claims that the pt obtained inaccurate high reading on the subject meter, reportedly developed symptoms indicative of a serious injury, and required hospitalization after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.